Event description:
It was reported that (2) devices were used during an esophagus procedure. It was reported by the affiliate that the tcr55 reload staples malformed. Another instrument was used to complete the case. There was no consequence to the pt.